Event description:
During percutaneous coronary intervention (pci), the cypher stent did not cross the target lesion and when retrieved from the pt, the proximal end of the stent was flared.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for unspecified reasons and 1-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a 75% de novo lesion in the distal and proximal right coronary artery (rca) of unknown length and diameter. The vessel was highly calcified through the ostium of the proximal to distal rca and moderately tortuous at the proximal rca, which had a high take off. The brachial approach was chosen for the procedure. A guiding catheter (medtronic: launcher 7f sal 1.0sh) was engaged to the target vessel. The backup support was good. Then a terumo runthrough guidewire was inserted into the guiding catheter, but the physician felt friction with the vessel during insertion and it would not cross the target lesion. While proceeding with the procedure, the backup support became dissatisfactory and so an excelsior microcatheter was used for crossing the target lesion. Then the target lesion was crossed with the same guidewire. A.2.0x15mm nc sprinter balloon catheter was used for pre-dilation was being inserted into the guiding catheter. However, there was fraction with the vessel and the balloon would not cross the target lesion. Therefore, a different guidewire, a grand slam neo was used for backup support and plain old balloon angioplasty (poba) was conducted several times at middle portion of the mid rca. Then a 2.5x23mm cypher stent was being delivered to the target lesion, but the cypher became stuck with highly calcified lesion and it would not cross the target lesion. Therefore, the target lesion was pre-dilated with the balloon again, but the cypher would not cross the target lesion again. Therefore, the cypher was retrieved from the pt and the physician confirmed the stent to be flared at the proximal end. The physician stopped using the cypher. Eventually, the procedure was finished only with poba successfully. There was no pt injury reported. The product was clinically used and the product will be returned for analysis. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.